Event description:
Severe hyperglycemia- bgl was very high, reached 650-700 mg/dl [hyperglycaemia]. Piston rod head is stuck inside the mechanical part [device mechanical issue]. Dose counter moved unusual fast movement during pressing [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a consumer as "severe hyperglycemia- bgl was very high, reached 650-700 mg/dl(hyperglycemia)" with an unspecified onset date , "piston rod head is stuck inside the mechanical part(device mechanical jam)" with an unspecified onset date , "dose counter moved unusual fast movement during pressing(dose counter malfunction)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellites", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) suspension for injection, 100 iu/ml (dose, frequency & route used - 40 iu, qd, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellites". Patient height, weight and body mass index were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetic patient (from about 15 - 20 years, type not reported), hypertension, hypercholesterolemia, over bleeding at the injection sites (since he was young), stomach disorder, moving with crutch (from more than 2 years). Concomitant medication: uses medication for stomach (unspecified and non-codable). On an unknown date, patient reported that bgl (blood glucose) was very high (severe hyper glycemia) reached 650-700 mg/dl. On an unknown date, it was reported that piston rod head was stuck inside the mechanical part and dose counter moved unusual fast movement during pressing. The patient mentioned that novopen 4 was still not working even after changing the site of injection. Batch numbers: novopen 4: fvg7971, mixtard 30 hm penfill: mr7gj27. Action taken to novopen 4 was not applicable. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "severe hyperglycemia- bgl was very high, reached 650-700 mg/dl(hyperglycemia)" was not recovered. The outcome for the event "piston rod head is stuck inside the mechanical part(device mechanical jam)" was not reported. The outcome for the event "dose counter moved unusual fast movement during pressing(dose counter malfunction)" was not reported. Reporter's causality (novopen 4) - severe hyperglycemia- bgl was very high, reached 650-700 mg/dl(hyperglycemia): unknown. Piston rod head is stuck inside the mechanical part (device mechanical jam): unknown. Dose counter moved unusual fast movement during pressing (dose counter malfunction): unknown. Company's causality (novopen 4) - severe hyperglycemia- bgl was very high, reached 650-700 mg/dl(hyperglycemia): possible piston rod head is stuck inside the mechanical part (device mechanical jam): possible dose counter moved unusual fast movement during pressing (dose counter malfunction): possible. Reporter's causality (mixtard 30 hm penfill) - severe hyperglycemia- bgl was very high, reached 650-700 mg/dl(hyperglycemia): unknown. Piston rod head is stuck inside the mechanical part (device mechanical jam): unknown. Dose counter moved unusual fast movement during pressing (dose counter malfunction): unknown. Company's causality (mixtard 30 hm penfill) - severe hyperglycemia- bgl was very high, reached 650-700 mg/dl(hyperglycemia): possible. Piston rod head is stuck inside the mechanical part (device mechanical jam): possible. Dose counter moved unusual fast movement during pressing (dose counter malfunction): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further follow-up information can be obtained.